Event description:
End user has reported when the power goes off the right motor locks up and it goes in a circle. Also the end user reported it gets hot and started to smell. No injury. Please note any further information received will be reported in a supplemental report.